Event description:
It was reported that during an unknown procedure, the staples were malformed. Changed to another one to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on 4/5/2010: what area of the staple line did the failure occurred? The whole round. Was the failure detected by a leak test or visually observed? Visually observed. Was the device fired across an existing staple line? Yes.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.